Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a bio-hazard plastic bag with the rotablator device for the related complaint. The unit returned is fractured, as part of overall visual revision. Visual inspection revealed that the core wire was broken and only 187cm of the wire was returned and the distal portion of the wire was not returned for analysis. Dimensional inspection of the overall length and the outer diameter (od) of the distal tip could not be performed due to the device condition. Od of the middle and proximal section of the device were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2017. A 330cm rotawire was received with MDR ID# 2134265-2017-11012 with no reported issues. However, device analysis revealed that the core wire was broken.